Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a meniscal repair procedure, the surgeon was using a meniscal cinch (lot: 10066620). The 1st peek implant was implanted without incident however, when the surgeon went to fire the 2nd peek implant, the implant did not deploy. The surgeon cut the suture and secured the 1st peek implant by tying the suture knot down to the meniscus. Two more meniscal cinches of the same lot number were used and the surgeon was able to complete the case successfully. The patient has a total of 5 implants in his meniscus.